Event description:
A representative indicated that an optometrist reported a patient experienced a corneal ulcer following the use of complete moistureplus multi-purpose solution. Follow up with the doctor revealed that the patient was a female patient who had worn soft contact lenses "for years." The patient presented to the doctor complaining of eye pain, the right eye. She was evaluated and the doctor noted a central corneal ulcer (size not provided) on the visual axis. She was immediately referred to an ophthalmologist for treatment. The reporter indicated that a culture was performed and results were negative. The patient was responding to treatment with an unknown antibiotic. At the time of the report, the patient was still under treatment. The patient wore kontur 55 contact lenses that were 4 months old. The doctor's opinion regarding the relationship of the event to the product was "unknown." The reporter also indicated that the event was "severe" and "eyesight threatening." The lot number was not known, no lab testing was possible.